Event description:
It was observed that during device evaluation, the aspiration needle was broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the needle tube broke" was caused due to the following mechanism: when the endoscope was inserted or removed, a bending load was applied to the needle tube, causing it to buckle. A load was applied to the buckled needle tube in a direction that caused it to return to a straight shape. The bending and straightening weakened the needle tube, causing it to break. The event can be detected/prevented by following the instructions for use which state: ·do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Olympus will continue to monitor field performance for this device.